Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The battery longevity went from 3.5 years remaining to six months longevity remaining in a span of one year. A device replacement was recommended within 60~90 days due to pbd allegation. To date, the device remains in service. No adverse patient effects were reported.